Event description:
On (B)(6) 2004, I underwent a left total hip arthroplasty. I received a depuy hip system consisting of a pinnacle cup size 62 mm, with a 36 mm x 62 mm metal insert, the femoral stem was the summit hip stem, size 8 hi offset, and the femoral head was a 36 mm +1.5 neck. Soon after surgery, I began experiencing pain and difficulty with my implant. Following the implant surgery, I had an x-ray which revealed my prosthesis had already dislocated. On (B)(6) 2004, I went back to the operating room for a closed reduction. On (B)(6) 2006, I underwent a revision of the left total hip arthroplasty and it was replaced with another hip implant. Since the implantation of the pinnacle device, I've experienced severe pain and discomfort and inflammation in my left thigh and left hip area. I've also felt extreme discomfort when sitting, walking, or standing for periods of time. Reason for use: end-stage osteoarthritis, left hip.